Manufacturer narrative:
Additional devices for this complaints: (B)(4) - battery / catalog number 1650de / expiration date 04/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 04/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 04/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 04/30/2017. (B)(4). Device available for evaluation?: no. No, not returned to manufacturer. Labeled for single use?: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
T was reported by the ventricular assist device (vad) coordinator that the patient complained of battery switching. The battery was exchanged. No patient complications have been reported as a result of this event..

Manufacturer narrative:
Product event summary: it was reported that patient was experiencing power switching events. The controller (con301076) and two batteries (bat216789, bat217169) were returned for evaluation. Two batteries (bat217065, bat216969) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the non-returned batteries' manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller and batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed premature power switching events due to momentary disconnections involving bat216789, bat217169, bat217065 and bat216969. The most likely root cause of the reported event can be attributed to momentary disconnections. An internal investigation is investigating momentary disconnections. Additional products: battery bat216789. Device available for evaluation: yes, return date: 2017-08-24, device evaluated by MFR: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.